Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 25-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the patient was admitted on the es server. A technical support specialist (tss) dialed into the server and checked the patient. A temporary patient ID was created, and an error message was found in the patient chart stating that the temporary facility did not match the assigned facility. The tss suspected this was the reason the patient was not showing up on the server. Using the knowledge article es inbound message error code list, the tss checked the error flag and confirmed it was set to true. The tss then ran a downtime query, but no errors were found and all messages were transferred successfully. The tss confirmed that customer enabling permission to view restricted patients and the setting search facility patients (including restricted access) resolved the issue. The tss checked the server and confirmed there were no es server communication issues. All messages were transferring as expected. The system functioned as intended after the customer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient did not show up as admitted despite message being sent from epic and patient was admitted to the main or. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.